Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This medwatch report is in response to receipt of maude event report (B)(4).

Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2012. Concomitantly, the patient underwent a laparoscopic hysterectomy. The patient experienced a mesh exposure and underwent an a repair in the office in 2012. The patient underwent treatment of a vaginal bacterial infection at the end of 2012 into 2013 and a mesh exposure was noted with pain during sitting, bending, and intercourse. The sling was removed on (B)(6) 2013.